Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "nurse attempted to restart due to alarm and IV module turned off and went blank. No audio alarm notification." There was no report of patient harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "nurse attempted to restart due to alarm and IV module turned off and went blank. No audio alarm notification." There was no report of patient harm. During a bd visit to the facility, multiple devices in every area visited were noted to have a combination of the following: white cleaning residue on the iui frames, internal components, main display screen, and pole clamp housing; corrosion of the iuis; mushrooming of the ribs in-between the iui pins; misaligned or bent iui pins; broken/missing segments of iui connectors. During the visit multiple devices were removed from use due to these issues, to be repaired by the facility biomed.